Event description:
Customer just received his insulin pump and he went real low since using the replacement. His blood glucose dropped below 50 mg/dl, and his device would only show 0.0u when he tried to enter his blood glucose for a bolus. Customer's current blood glucose is 88 mg/dl. The device's time was not correct. Basal rates were accurate. The bolus wizard was turned off. Customer stated that target blood glucose might be off. The device's history shows he has not given himself a bolus yet. Customer programmed a 2.0 unit bolus, and the history showed the delivery. The device passed the self test. Customer was educated about the sensor graph. No further assistance provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.